Event description:
Bolt holding the wheel onto the left motor broke, causing powered wheelchair to list to affected side. User was not injured, as the wheel itself lodged against the wheel cover and kept the chair somewhat upright. Incident occurred in the user's kitchen.